Event description:
It was reported that the epidural was inserted and administered at 7:30am without difficulty and the c-section was completed in less than an hour. The pt was tilted to place a board under her and it was at that time, the catheter was found broken in two with the distal end still in the pt. Enough remained outside the pt that it could be removed in its entirety and intact. The epidural is being returned, but the distal end that remained in the pt was thrown away.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.